Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis did not identify any anoamlies.

Event description:
It was reported that the right atrial lead was chronically dislodged. During a device upgrade procedure, the lead was explanted and not replaced due to patient's chronic atrial fibrillation. The patient was in stable condition post operation.